Event description:
It was reported that the lead was explanted due to inadequate detection of ventricular tachycardia. The device detected vf and delivered inappropriate therapy. During explant, a lead fracture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory. Insulation damage was observed on the lead at 7.3cm to the connector pin and the metal filar of the sensing coil was exposed at the same location. The insulation abrasion found is characteristic of lead friction to the ICD can. This anomaly would account for the reported sensing anomaly. The lead exhibited normal electrical characteristics.